Event description:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Analysis was completed on the returned generator and lead portions. There were no performance or any other type of adverse conditions found with the pulse generator through analysis. Additionally, there were no observed product related anomalies with the single returned lead portion. Note that the lead assembly (body) including a portion of the connector boot and the electrode section were not returned; therefore, a complete evaluation could not be performed on the entire lead product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing several, unspecified issues with his vns and thus would be having the device removed on (B)(6) 2015. The patient was implanted with his latest generator on (B)(6) 2015. Additional information was received that the patient underwent vns generator and lead explant surgery on (B)(6) 2015 due to infection. The surgeon believed this was due to hospital negligence, with no fault of the vns or the patient. Device history record sterility was reviewed and no non conformances were found. No additional relevant information has been obtained to date.

Event description:
It was reported that the patient's infection was local. No further relevant information was received to date.

Event description:
The explanted generator and portion of the lead were received by the manufacturer for analysis. However, analysis has not been completed to date.